Event description:
A customer reported a malfunction alarm, specifically alarm 20, on their insulin pump while it was in use. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, so no impact on blood glucose was confirmed. Customer support assisted in loading a new cartridge, but the alarm issue persisted, so a replacement pump was arranged. Meanwhile, the customer will use multiple daily injections as a backup insulin therapy. The customer was guided on how to put the malfunctioning pump into storage mode before returning it.